Event description:
Caller states the pt tested 7.4 inr on the coaguchek xs sys and 5.6 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect sys and replacement was sent.